Event description:
It was reported that there were telemetry issues. The patient lost therapy about a month ago. The patient initially changed programs but still could not feel stim. It was noted the patient was unable to communicate with ins for about a month. The patient had return of symptoms when previous to a month ago had great symptom relief. They were unable to read ins with 8840. They thought the patient was around 2.4v amplitude -- longevity without cycling indicates eos (end of service) 3.32 years. It was discussed the patient may have used at a higher amp, no cycling to deplete the battery in a little over 2 years. The reporter only reads a battery approx. Every month and was not real familiar with the process. It was noted the doctor will replace ins. Additional information received noted that the cause of the event: the patient stated that interstim stopped working. The patient needed battery replacement. Replacement was not yet scheduled. Signs and symptoms included incontinence every 2 hours at night. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-28, lot# v333404, implanted: 2011-(B)(6), (B)(4).